Event description:
Additional information received from the health care provider (hcp) via a clinical study reported that on (B)(6) 2015, the dose was changed to dilaudid 10mg/ml at 2.3mg/day.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) via a clinical study, regarding a (B)(6) female patient receiving intrathecal dilaudid 10.0mg/ml at 5.403mg/day via an implantable infusion pump. The indication for use of the device was for spinal pain. The concomitant medications and patient history were not reported. It was reported that the patient experienced poor wound healing since the pump revision on (B)(6) 2015, including wound dehiscence with purulent drainage and subsequent infection on (B)(6) 2015. The device system was explanted on (B)(6) 2015 due to the non-healing wound, and was not replaced. Diagnostics included a negative culture on (B)(6) 2015, however the patient had been on antibiotics. On (B)(6) 2015, the wound continued to drain and the lab oratory culture results were positive for enterococcus. On (B)(6) 2015, intervention included incision and drainage of abdominal wound and application of a wound vacuum. The event was indicated as related to incisional site/device tract specified as the pump pocket. The event resolved without sequelae (B)(6) 2015. If additional information is received this report will be updated.